Manufacturer narrative:
(B)(4). The analysis results of the b12lt found that the device was returned in good visual condition. The device was functionally leak tested and failed during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that the during a laparoscopic gastric band procedure, the surgeon was using one cb12lt device. They were having issues with insufflation during the procedure. No additional information was available to the materials associate concerning the procedure.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe.

Event description:
It was reported by the patient that since the last device changeout, he has felt a "shock wave through his body" that lasts a few seconds. The physician elected to replace the entire system. No patient complications have been reported as a result of this event.